Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the single leaflet device attachment appears to be related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that while there was no change in mitral regurgitation (mr), the reported patient effect of mr (worsening) and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the leaflet tear. It was reported that the first mitraclip was deployed in the patient with grade 4 mitral regurgitation (mr). Mr was reduced to 3-4+ with the first clip. The second mitraclip was deployed reducing mr to 1-2+. Several minutes after the second clip deployment, while the mitral valve was being interrogated, the anterior leaflet was noted to come out of the second clip, but remained attached to the posterior leaflet. A portion of the anterior leaflet was torn off and remained in the clip. Mr went back up to 4. A third mitraclip was implanted to stabilize the second clip, but mr was not reduced. The patient was stable at the end of the procedure. No additional information was provided.